Manufacturer narrative:
(B)(4). The investigation of the incident device did not identify any conditions that would have caused or contributed to the reported event. The instructions for use warns electrosurgical accessories that are activated or hot from use can cause unintended burns to the patient or surgical personnel. Electrosurgical accessories may cause fire or burn if placed close to or in contact with flammable materials such as gauze or surgical drapes. The concomitant forcefxc generator was not returned for evaluation.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that right after starting the procedure, a piece of gauze placed near the incision site caught on fire. The fire was put out immediately. When the procedure was about to be continued, the pencil placed near the incision site was in contact with back of physician's hand. The physician felt it was hot. The device was removed from use. When the drape was removed from the patient post procedure, it was found the patient received a burn.